Manufacturer narrative:
This event was reported by a customer to the FDA via a 3500a which was then forwarded to depuy mitek. The complaint device was reported by the customer as a ¿scorpion expressew iii arthroscopic grasper¿. Expressew iii suture passer is a depuy mitek product, however scorpion is a competitor¿s product. Depuy mitek contacted the customer in an attempt to identify what the complaint device is, however no further information could be provided by the customer. Depuy mitek is continuing to follow-up with the customer via our sales reps to get positive identification of the product, and additional product and event information. Depuy mitek is filing this medwatch as an unknown expressew iii device at this time based on the information provided to us. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. A medwatch was filed for this event by the customer in january 2018. Medwatch reference: MFR-(B)(4).

Event description:
It was reported by the customer that intraoperatively, the scrub technician noted a very small piece of broken metal lying on mayo stand. After inspection of instrumentation, the scorpion expressew iii arthroscopic grasper joint had broken off where the metal pin and moveable grasper should be. The surgeon and charge rn were notified. Staff asked surgeon to have x-ray done in or to confirm no foreign body, but surgeon declined to give order for x-ray. The lot # and other identifier numbers requested, but not received. This was not a new instrument and not a disposable. The instrument had been used hundreds of times prior to breakage. All pieces of the instrumentation were accounted for. There was no patient harm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This event was reported by a customer to the FDA via a 3500a which was then forwarded to depuy mitek. Initially, the complaint device was reported by the customer as a ¿scorpion expressew iii arthroscopic grasper¿. The customer submitted a second medwatch for this event to FDA. This report was received by depuy mitek on 03-12-2018. In the latest medwatch that was submitted by the customer, the word ¿scorpion¿ from the device and the event description was removed and the complaint device was listed only as an ¿expressew¿. No more information regarding the device was provided. The complaint device is not being returned to depuy mitek. It was sent to a non - j&j facility for repair. No further information is available regarding the facility and the repair work that was done. Further, no lot/serial number and the product code for the reported complaint device were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. A medwatch was filed for this event by the customer in january 2018. Medwatch reference: report # 0301190000-2018-8001. Follow-up medwatch was filed by the customer to change the device name.

Event description:
It was reported by the customer that intraoperatively, the scrub technician noted a very small piece of broken metal lying on mayo stand. After inspection of instrumentation, the scorpion expressew iii arthroscopic grasper joint had broken off where the metal pin and moveable grasper should be. The surgeon and charge rn were notified. Staff asked surgeon to have x-ray done in or to confirm no foreign body, but surgeon declined to give order for x-ray. The lot # and other identifier numbers requested, but not received. This was not a new instrument and not a disposable. The instrument had been used hundreds of times prior to breakage. All pieces of the instrumentation were accounted for. There was no patient harm. Additional information obtained via phone call from the sales rep on 03-23-2018: the sales rep learned on 02-26-2018 that the case was on (B)(6) 2017 at 10:00 am. The procedure was rotator cuff, biceps and sad. Where the complaint device was purchased over a year ago, no replacement was sought out, and the customer decided to repair the device on their own rather than accept the quote of depuy mitek sales rep for a new device. The customer has other like devices and the lot/ serial number of this complaint device could not be provided by the customer.